Event description:
Reportedly the customer noticed before use loose threads around the central area of the cuff. The valve was implanted with no pt complications or injury.

Manufacturer narrative:
Device not returned.